Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. Based on the information received, the cause of the reported hemoptysis remains unknown. Per the IFU, hemoptysis is a known inherent risk during a cardiomems sensor implant.

Event description:
Related MFR report numbers: 3004936110-2019-00444, 3004936110-2019-00446, 3004936110-2019-00601, 3004936110-2019-00611, 3004936110-2019-00637, 3004936110-2019-00638, 3004936110-2019-00639, 3004936110-2019-00640, 3004936110-2019-00641, 3004936110-2019-00642, 3004936110-2019-00643. This per was opened to document one case of hemoptysis reported in association with a cmems sensor from the literature article below. Measures of procedure safety were in-hospital and 30-day mortality and implant complications, including access site hematoma, pneumothorax, pa injury/hemoptysis, and inability to deploy device. Complications, including one case of mild hemoptysis and did not require interventions such as bronchoscopy, blood transfusion, or intensive care unit admission the hemoptysis following sensor implant, was resolved with bipap/supportive. Further information was requested and not available per the research team involved with said article. Internal jugular vein as alternative access for implantation of a wireless pulmonary artery pressure sensor publication info: circulation. Heart failure 12.8: e006060. Nlm (medline). (Aug 1, 2019).